Event description:
It was reported patient underwent revision hip arthroplasty to remove competitor product on (B)(6), 2013 for an unknown reason. A subsequent revision procedure was performed on (B)(6), 2013 due to dislocation. During the procedure, it was noted the locking screw had loosened at the connection between the cone body and distal, which may have contributed to the dislocation. The cone body, distal stem and modular head were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.this report is number 3 of 3 mdrs filed for the same event (reference 1825034-2013-03265 / 03267).